Manufacturer narrative:
The patient had a stent fracture after a 25mm unmounted extra diameter (xd) palmaz genesis transhepatic biliary stent was placed. The biliary stent was broken in the pulmonary artery and a larger stent was added later. The product was not returned for analysis. A product history record (phr) review of lot n0820300 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent fractured - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the indications for use in the safety information in the instructions for use ¿the palmaz genesis transhepatic biliary stent is indicated for palliation of malignant neoplasms in the biliary tree. The safety and effectiveness of this device for use in the vascular system have not been established.¿ this event is considered a violation of the IFU and as such, off label usage. Neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had a stent fracture after a 25mm unmounted extra diameter (xd) palmaz genesis transhepatic biliary stent was placed. The biliary stent was broken in the pulmonary artery and a larger stent was added later. The device will be returned for evaluation.